Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that during impella cp support, the patient developed a ventricular arrythmia which required a pacer and medical therapy escalation. The impella ran well and there was no alarms. The patient was weaned and the impella cp was explanted. It was noted that the patient continued on extracorporeal membrane oxygenation support.